Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's mother reported on social media that her daughter's vns had to be removed shortly after it was placed due to an infection at the incision site. No further relevant information has been received to date. Product return and evaluation is not necessary as infections aren't related to the functionality of the product.